Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was used to treat a non tortuous, non calcified lesion with 90% stenosis in the lad. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The stent was deployed in the coronary ostium of the proximal lad. No issues were noted during stent deployment. The stent was post-deployed with a 4.5 x 8mm balloon catheter. After confirming that the post-dilation balloon had deflated completely when removing, the balloon was carefully removed and there was no indication that the device was caught during removal of the post-dilation balloon. It is reported that after proximal optimization technique was performed stent deformation and elongation occurred in front of the coronary ostium of the proximal lad by 2 to 2.5 mm and resulted in complete occlusion of the circumflex. The occlusion was treated on the cx side. The wire also passed through the circumflex side, kissing balloon technique was performed for the lad and cx and the procedure completed. Post-procedure, the patient is reported to be alive without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.